Event description:
A minimum fill notification was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl. The customer attempted to load a new cartridge but did not have one available at the time, and a follow-up was planned for when ready to load. The customer contacted technical support about previous cartridges with fill estimate issues. After escalated troubleshooting, a replacement pump was arranged by the customer service associate (csa), while the customer was instructed to return the problematic pump. Shipping details were confirmed, and no signature was required for the delivery of the replacement.